Manufacturer narrative:
Device passed the displacement test and self test. No unexpected audio or vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had random beeps from the pump during day with no alarms or anything present on the screen. Customer stated that the insulin pump beeped during the tone test. Customer reports that the pump is only giving an audio beep some times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.